Event description:
The leak was not contained within the instrument. About 30 ml of fluid spilled onto the floor and the tray underneath the modular chemistry reagents. No injuries were reported.

Event description:
On (B)(6) 2012, customer reported a modular chemistry (mc) sample probe wash collar leak on the dxc 600 pro instrument. Customer stated that the leak was noticed after the cuvette wiper was replaced. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse determined that the issue was related to a crack in the tubing at the wash collar. Fse directed the customer to remove and cut the tubing for line #221 to eliminate the crack. This resolved the issue.

Manufacturer narrative:
(B)(4).